Manufacturer narrative:
(B) (4): the device is included in the medical device safety, titan anchor field action, physician communication (10/27/2009).

Event description:
Four months after implant, the pt experienced a loss of paresthesia in her left side. The left lead had dislodged out of the epidural space. The pt was sent to the operating room in order to attempt lead repositioning or replace it if needed. During the procedure, the implanters saw that the left titan metal insert had separated from the silicone piece. The lead was replaced and fixed with a new titan. The right side titan was explanted and a new titan re-anchored the right lead. The implanter threw the titans away. No surgical complications were reported.